Event description:
Additional information received from the consumer reported that they didn't know the circumstances that led to the long recharging time and noted they use the device religiously since it really helped them. The patient stated that no steps had been taken yet and the issue was not resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) indicated for complex reg pain syndrome type I and non-malignant pain. It was reported that it took the patient the entire day to charge. It was extremely uncomfortable and painful to charge to full. It took 3 days and they pretty much had to charge again every day. The patient was assuming the recharger worked and that¿s what a manufacturing representative (rep) stated about the issue a couple months ago. The patient was sent a recharger in the past. The patient didn¿t have a doctor to check the battery. They saw a chiropractor who stated that the rep could come to the clinic.